Event description:
The homecare provider (hcp) reported the following info: (1) pt called hcp and reported a malfunction with the 590 concentrator in the evening. (2) hcp went to pt's home and no problems were found. (3) the next morning, the pt's family called and said that pt passed away and the concentrator alarm was sounding. (4) hcp rec'd a letter from the lawyer for the pt's family indicating "there was a malfunction in the oxygen delivery system...."